Event description:
A customer in the (B)(6) alleged false mutation detected exon 20 insertion (ex20ins) results on ffpet patient samples tested with the cobas egfr mutation test, v2 (lot g25391). The customer stated that the same tissue samples for a majority of the alleged patients were repeat tested, using the same lot, and generated discrepant results for ex20ins. All run controls were valid. The customer stated that they released the repeat results (without ex20ins). For testing, they were using 1 slide - 4 ribbon cuts, 3-micron in thickness. According to the instructions for use, only nsclc ffpet sections of 5-¿m thickness containing at least 10% tumor content by area are to be used in the cobas® egfr mutation test v2. No harm or injury was indicated.

Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). (B)(4).